Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Complete information for patient identifier: (B)(6). There was no additional patient information provided by the customer. This issue was previously reported under MDR number 3016438761-2021-00084-00 under a different suspect device. During the site visit, the field service representative (fsr) performed troubleshooting, including the replacement of the sample probe and the sample probe tubing, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c400, serial number (B)(4), service history revealed no contributing factors on or around the time of the issue. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem, and provides detailed instructions for the troubleshooting of elevated sample results. The architect c400 service and support manual provide instructions for the removal, replacement and verification of the sample probe and the smpl probe tubing. A 12-month review did not identify any trends for the parts replaced. The product monitoring review of the architect c tracking and trending data revealed no trends for the architect c4000 and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c400 analyzer, serial number (B)(4), the sample probe (list number 01g48-04); or the smpl probe tubing (ln 01g48-05) was identified.

Event description:
The customer reported falsely elevated magnesium (mg) results occurring intermittently on one patient sample on the architect analyzer. The results provided were on (B)(6) 2021 (B)(6) initial = 2.20mg/dl / retest = >8.70mg/dl. There was no reported impact to patient management.